Event description:
The customer reported that the system intermittently displayed an error and locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 vdc power supply was evaluated, replaced and calibrated to the optimal operating voltage. The generator interface pcb was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.